Manufacturer narrative:
.

Event description:
It was reported that patient's skin broke out in blisters and burns. The patient was not admitted to the hospital. The patient reportedly stated that the issue seemed to be with her skin and not necessarily with the product.